Event description:
Device malfunction: device #2: sutures unraveled. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the proglide device was deployed, but upon removal, it was noted that the sutures were unraveled. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There were no reported adverse patient affects. Though requested, no additional information was available.

Manufacturer narrative:
Device #1, proglide part#12673-03, lot# 68154-6h, is being filed under medwatch MFR# 2953144-2008-01779. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.